Manufacturer narrative:
IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2015028. TOTAL NUMBER OF SERIOUS INJURY EVENTS BEING SUMMARIZED: 3 . IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
THIS EVENT IS BEING REPORTED AS PART OF A BULK DATA RELEASE PROVIDED TO MEDTRONIC FROM THE SOCIETY FOR VASCULAR SURGERY - PATIENT SAFETY ORGANIZATION TEVAR DISSECTION SURVEILLANCE INITIATIVE. THIS DATA HAS BEEN PROVIDED TO MEDTRONIC BY A THIRD PARTY (M2S) AND IS LIMITED AND DE-IDENTIFIED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;199491,,SI,2014,Valiant,VAMF3434C150TU; VAMF3430C150TU,C76126;214935,,SI,2015,Valiant,VAMF3636C150TU; VAMC4036C150TU; VAMC3636C100TU,C76126;366731,,SI,2016,Valiant,VAMF3834C150TU,C76126